Manufacturer narrative:
The event of capsular contracture and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, migration and rupture.

Event description:
Healthcare professional reported "rupture and cap con grade IV". Later healthcare professional reported "inner silicone touched the patient". This is for the right side. Device was explanted.